Event description:
It was reported that the pt feels a recurrent bulge. On physical examination, the right sacrospinous ligament is tender to palpation.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.